Manufacturer narrative:
Device was used for treatment, not diagnosis. PMA/ 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the product was implanted in (B)(6) 2014, but was discovered broken in (B)(6) 2014 by x-ray. In (B)(6) 2014, another surgery has been scheduled to exchange the defect. This complaint involves 3 devices. This report is 3 of 3 for (B)(4).